Event description:
It was reported by a family member that the patient was hospitalized for an irregular heartbeat and received two shocks for fast rhythms. It was also noted that the device was checked at this time and was functioning normally. It was reported that one month later the patient was not feeling well at home, had chest pain, lips were grey, eyes fluttering and vomited. The family member reported that the patient had cardiac arrest and the device did not work. The report stated that the patient went to the hospital and had to receive shocks externally. The patient was reported as having a low ejection fraction, and they couldn't draw blood from the patient. The patient was placed on a ventilator and later died. A cause of death was requested on not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with the physician for additional information were unsuccessful and the search for a funeral home was unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: implantable cardio-verter defibrillator, product ID: d154vwc, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with the physician for additional information were unsuccessful and the search for a funeral home was unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: implantable cardio-verter defibrillator, product ID: d154vwc, implanted: (B)(6) 2008. (B)(4).